Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the issues was isolated to the system pcba, which is an obsolete part for v1/v2 devices, making the device unrepairable. The device was returned to the customer without repair and they were instructed that the device should be scrapped. Root cause determined to be the failed/faulty system pcba.

Event description:
A customer contacted stryker to report that their device would no longer power on when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would no longer power on when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.